Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After the implant procedure the patient developed a suspected infection at the surgical incision site. A full system explant was performed on (B)(6) 2024 due to unresolved condition.

Manufacturer narrative:
The patient has a history of cellulitis conditions, which may have contributed to the development of the suspected infection after the implant. The system was explanted two weeks after implant and it is unclear what other interventions were performed to resolve the issue prior to invasive procedures to remove the system. There is no indication that the nalu system or its components directly caused or contributed to the patient's condition. There is no information available to the firm as to any related lab testing to confirm the presence or type of infection.